Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set would not flow. It was further reported that the buretrol was sucked in on arrival, buretrol vented, squeezed gently to get fluid to flow into buretrol. This was noted during product use. The buretrol was detached from the patient and changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection noted the device was received missing the two piece luer lock from the set. The separation between the luer lock to the tubing was not reported by the customer. The cause of the separation could not be determined. Further visual inspection revealed a cracked burette chamber. The reported condition of a cracked/broken burette chamber was verified. The customer reported that ¿the buretrol was squeezed gently¿; however, the labeling for the device instructs the user to not squeeze the burette chamber and provides instructions on properly priming the set. The most likely cause of the cracked chamber was determined to be due to a customer handling issue. A functional test was performed, and the set was found to flow normally with no issues noted. The reported condition of no flow was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
When the buretrol was squeezed gently to get the fluid to flow, the buretrol cracked. (This correction is to add the issue of ¿cracked¿ which was omitted on the initial). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.